Manufacturer narrative:
Investigation of the customer's reported event of ¿needle broke in it¿ is confirmed. Evaluation per spsmi-02ap design documents found the needle broken off inside the suture passer. The broken needle cannot be detached from the spectrum autopass, and the needle lot number is unknown. The returned device exhibits the reported issue, however root cause cannot be identified. The service history was reviewed, and no data was found. The manufacturing documents from the device history record have been reviewed by the vendor and found a quantity of (B)(4) units was manufactured; date of manufacture is 18-dec-2020. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life if the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the facility, the distributor in canada reported issues with the spectrum autopass suture passer item # smi-02ap, sn # (B)(6) , and smi-02n lot 60694, that gestion access sante inc. Recently experienced on 30sept2021. Information received indicated that during a rotator cuff repair procedure involving a 56yr old patient, weighing 90kg., the smi-02ap had a needle that broke into it. It happened once and the second one also had similar issues, but we do not think there is a broken needle in it." It is indicated there was no patient impact /injury and the procedure was completed with a 2minute delay by using another device. Additional information received notes that when jaw breaks apart, the surgeon grabs the jaw part that falls in the shoulder and takes it out. Both the smi-02aps and smi-02n needle broke apart when grasping the rotator cuff. All pieces were removed and there is no impact or injury to the patient. No piece of the broken needle fell off into the patient. Each device will be reported to the FDA on separate MDR filings. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the device jaw broke in the patient¿s shoulder and was removed.

Event description:
On behalf of the facility, the distributor in (B)(4) reported issues with the spectrum autopass suture passer item # smi-02ap, sn # (B)(4) & sn # (B)(4), and smi-02n lot 60694, that gestion access sante inc. Recently experienced on (B)(6) 2021. Information received indicated that during a rotator cuff repair procedure involving a (B)(6) patient, weighing (B)(6), the smi-02ap had a needle that broke into it. It happened once and the second one also had similar issues, but we do not think there is a broken needle in it." It is indicated there was no patient impact /injury and the procedure was completed with a 2 minute delay by using another device. Additional information received notes that when jaw breaks apart, the surgeon grabs the jaw part that falls in the shoulder and takes it out. Both the smi-02aps and smi-02n needle broke apart when grasping the rotator cuff. All pieces were removed and there is no impact or injury to the patient. No piece of the broken needle fell off into the patient. Each device will be reported to the FDA on separate MDR filings. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the device jaw broke in the patient¿s shoulder and was removed.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed¿s complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.